Manufacturer narrative:
Dnote and unipoc are receiving and displaying the data as sent by the instrument. Siemens has contacted the instrument manufacturer to report this issue.

Event description:
A non-siemens coagulation monitoring instrument connected to unipoc by the middleware dnote (siemens-distributed) displayed an act+ result of ">1005" on the instrument display (an out-of-range high value), however the instrument transmitted the result "0" to dnote and an indicator that the result was "normal". Dnote then passed the result to unipoc, which displayed the "0" result to the customer. There was no report of injury due to this event.

Manufacturer narrative:
Additional information was added to event description.

Event description:
A non-siemens coagulation monitoring instrument connected to unipoc by the middleware dnote (siemens-distributed) displayed an act+ result of ">1005" on the instrument display (an out-of-range high value), however the instrument transmitted the result "0" to dnote and an indicator that the result was "normal". Dnote then passed the result to unipoc, which displayed the "0" result to the customer. A message "error: out of range-hi" was present in the nte (comments) field. It has been confirmed that dnote operated as intended. There was no report of injury due to this event.